Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received an altitude alarm. Reportedly, the pump was in a 105 degree environment. The customer's blood glucose (bg) level was 250 mg/dl and a correction injection was administered to manage bg level. The contact reported was not sure if bg level was due to swimming without the pump. The customer was able to clear the alarm and resume insulin delivery.